Manufacturer narrative:
The returned footswitch was found to have a defective internal switch that could be placed in an "over travel" condition was isolated to three lot numbers. Corrections for this condition included a stop order and rework of product in finished goods and a recall of customer owned footswitches. Additionally, a replacement switch was incorporated at the supplier location and modifications to the assembly process to prevent recurrence. Please note: the mfg. Report number has been changed to reflect consecutive numbering from the beginning of 1997. The original number was 1717344-1997-02079.

Event description:
The customer indicated that the bipolar footswitch was recently received and it is causing the generator to key "off and on and then it stayed on". When the biomed pressed the pedal again, it started to function properly.